Event description:
It was reported, there was an infected pump pocket on (B)(6) 2011. The pump was examined and palpated, and a seroma was evacuated from the pump pocket. A culture was performed, and the results found staphylococcus aureus. Six days later the pump and catheter were explanted. The day after the explant procedure, the patient died due to a cardiac event. The patient was hospitalized related to the event. The reporter stated the cardiac event was not related to device or therapy. The device system was used to deliver sufenta and bupivicaine.

Event description:
Additional information was reported that the patient outcome was resolved without sequelae after pump explanted on (B)(6) 2012. The cultures for (B)(6) were (B)(6). It was reported that the death had nothing to do with the pump explant/infection. The patient deceased due to malfunction of a pca pump at the hospital, he overdosed and died.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(4) 2010, product type: catheter; product ID 8703w, lot # l72777, implanted: (B)(6) 2000, product type: catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, product type: catheter.